Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver failed to drill. The drill was working, but was not able to enter the bone and stopped going when pressure was applied. The anatomical site of insertion is unknown. The device was removed and replaced with another. Another attempt was made and it was successful. There were not patient complications or death reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned an ez-io driver with no signs of physical damage. When the trigger was pressed, the green led light displayed. The device was subjected to an rpm evaluation, simulated sawbone insertion test and a force-to-bog-down test. The results of these reference functional tests demonstrated that the device had sufficient power to perform medium and hard bone insertions with appropriate technique. A review of manufacturing records did not yield any relevant findings. Since no problems were found on the device and the report could not be confirmed, no cause could be determined. No further action will be taken.